Manufacturer narrative:
Investigation summary: bd received 100 samples and 10 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Drawn returned samples were compared to the photographs and it indicated that the draw level was satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes there was under-fill or low draw of the tubes with blood. The following information was provided by the initial reporter. The customer stated: "during using the tubes, it was found the tubes had low draw issues.